Manufacturer narrative:
Correction: incorrect device manufacture date: the device manufacture date was incorrect in the initial report. The device manufacture date has been updated from (B)(4) 2013 to (B)(4) 2017. The UDI has been updated accordingly. Service review: a review of the service history record indicates that the device had been returned previously for the same malfunction. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device had a cosmetic defect and the neuro tip, extension sleeve and bearings were damaged. It was observed that parts of ball bearing were missing, and parts of the color ring were chipped off. It was further determined that the device failed pretest for visual assessment, cutter insertion, and temperature assessment. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device became unusually warm. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.